Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #9241111 regarding item #383536. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a hole and leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no.: 383536 batch no.: 9241111 it was reported that there was a hole in the tubing around the clamp which caused significant blood leakage. I have had a couple of ivs. The second one they put in I bled out significantly. Turns out there was a hole in the tubing around the clamp on the saline lock portion. Was a mess. They took that one out and put a new one in. They said they would report it too but I thought I should send it to you as well.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a hole and leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no.: 383536, batch no.: 9241111. It was reported that there was a hole in the tubing around the clamp which caused significant blood leakage. I have had a couple of ivs. The second one they put in I bled out significantly. Turns out there was a hole in the tubing around the clamp on the saline lock portion. Was a mess. They took that one out and put a new one in. They said they would report it too but I thought I should send it to you as well.